Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the pump alarmed pump error. The customer¿s blood glucose was unknown. She stated that she has to replace the battery every day. After troubleshooting was performed, the pump error alarm recurred after half an hour. The insulin pump was returned for analysis.